Event description:
It was reported that the insulin pump alarmed button error and no delivery. The customer's blood glucose was 262 mg/dl. The customer treated with extra bolus delivery. The customer was experiencing thirstiness. Troubleshooting was performed and everything tested within specification. The customer stated that they were keeping the insulin pump in their bra and the device might have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded drive support disk. The excessive no delivery alarm test could not be performed due to the prime anomaly. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had a corroded motor home switch. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.